Manufacturer narrative:
(B)(6). A visual assessment was performed after disinfection. The endoscope attachment strap was broken off, confirming the complaint, and the detached portion of the strap was not returned. As received, the working channel sleeve did not protrude. However, maximum working channel sleeve protrusion was noted when the small and large knobs were articulated in all directions. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. The evaluation revealed that the working channel sleeve protruded from spyscope ds. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, upon preparation, the spyscope ds strap tore off. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation finding: working channel sleeve protruding.